Event description:
The customer reported that while doing a bipolar resection of the prostate, a non-covidien storz resectoscope device was not working properly. At low wattage, there was no power, and when they increased to a higher wattage, it was too strong and the energy perforated the pts bladder. Medical intervention was required with an open surgery to close the bladder resulting in the extension of the original incision and surgical time was extended by 2 hours. The pt's current status is reported as recovered.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.